Manufacturer narrative:
Visual findings observed indentations on the exterior housing. The led cover has been pushed down into the unit as it's loose or no longer attached on the upper enclosure. The battery compartment has signs of previous battery corrosion such as white powder residue on battery flat contacts, battery springs, and compartment sidewalls causing the moisture indicator label to turn red. Evaluation found that the unit did not send a signal to activate the light at the nurse call test fixture when weight was removed from the sensor pad due to pin 3 inside the nurse call receptacle broke off or no longer connected to ground. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit and could contribute to a patient incident. Based on the age of the device, it is likely normal wear and tear that contributed to the faulty nurse call receptacle. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Manufacturer reference file # (B)(4).

Event description:
(B)(6) called about an alarm that is having intermittent issues regarding the nurse call connection. No gtin number provided, troubleshooting guide saved. Customer po number is (B)(4). The date the issue was discovered is unknown and no incident or serious injury was reported.